Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. However, the hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for activations issues to occur

Event description:
It was reported that the handpiece was sent in for an unk reason. There were no details available. There was no pt consequence.